Manufacturer narrative:
Complaint (B)(4): no samples were provided for evaluation. Received customer picture. Should the customer encounter any issues in the future, please advise them to save the samples for quality assurance so that a proper investigation may be conducted. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.

Event description:
The customer reported they experienced a dirty needlestick due to the safety device failed. The customer advised they used "greiner bio 1- 21g straight needle, straight needle holder with safety device. The customer reported they "went to secure safety, instead of the safety covering the needle it went to the side of the needle, safety was being engaged with thumb. The customer reported numerous safety devices at the bottom of the box were detached/broken from the holders. The customer advised no photographs are available, remaining product was discarded.